Manufacturer narrative:
This report is submitted (B)(6) 2017, by(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, it is unknown if the patient will be re-implanted with a new device as of the date of this report.